Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a depuy sigma uni knee replacement. Reason for revision was due to medial collapse/loosening of implants. All implants were removed and an attune total knee was implanted. Implants not available for return.